Event description:
2 probes passed pretest. During the treatment phase, the shafts frosted and came in contact with the skin. Probes disposed of at the hospital. Complaint 1 of 2.

Manufacturer narrative:
No product returned for evaluation. Device history records reviewed with no issues found